Event description:
Customer reported a pod whose "cannula never deployed." After wearing the pod for a few hours, her blood glucose (bg) started to rise and went up to 315 mg/dl. After removing the pod, customer's mom thinks "cannula was pulled out of the pod." The pod was not returned for evaluation.

Manufacturer narrative:
A cannula that does not deploy properly may indicate a possible needle mechanism failure, however, since the pod was not returned for evaluation, we are unable to confirm any malfunction. The omnipod user's guide warns to 'check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Product lot qualification records were reviewed and determined to have met all acceptance criteria.